Event description:
The customer reported a charge/shock failure error message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a charge/shock failure error message. There was no report of pt involvement. The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.